Manufacturer narrative:
.

Event description:
Allegedly, patient was revised due to mom complications: severe and debilitating pain and discomfort; inflammation caused by metallosis and loosening. -right.